Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a piece of duraseal xact was opened, which unfortunately could not be used because at the time of injection it did not seal and it remained in liquid form. There was increased surgery time for 30 minutes without any adverse patient impact. The procedure was completed with another duraseal.

Manufacturer narrative:
Duraseal 204003 was returned for evaluation: failure analysis -the sample provided by the customer contained: 1 activated peg vial, 2 spray tips with one tip attached to the y connector, 2 syringes assembled and attached to the y connector and 2 holders, and 2 syringe caps. The vial was observed to be activated with no redline visible. The peg inside seemed to be melted. Both spray tips were observed with traces of blue solution, meaning both were used. Both syringes were fully depressed and attached to the y connector. No liquid was detected in the clear syringe and the blue syringe had little solution gelled on the tip. With the evaluation of sample, the failure mode could not be confirmed, traces of gel were detected in the blue syringe and the peg in the vial looked like it had melted peg on the side of the vial walls. However, the incoming inspection reports for the peg showed that there were not issues with the material, all inspection passed. Root cause - the sample evaluation was unable to confirm the complaint; however, with the pictures provided the failure mode "inadequate gel formation" was confirmed. However, the root cause could not reliably be determined per analysis performed. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
Duraseal was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, investigation using pictures provided by the customer was performed as follows: device history record (DHR) review - lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. Failure analysis - integra has performed a thorough review of the reported incident. With the pictures provided (in absence of return product) the failure mode "not gel formation at final use" was confirmed. Root cause - the definite root cause cannot be reliably determined per analysis performed. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Per the fmea, potential causes of failure include: performance, polymerization - gel time/pot life, application - gel delivery, solution mixing and coverage. The risk remains acceptable per the risk analysis. This will be monitored and trended going forward. At present, we consider this complaint to be closed.